Manufacturer narrative:
Two fibers used in the same procedure. This report is for the same event as manufacturer report: 2937094-2018-00787

Event description:
It was reported that during a prostate treatment procedure, the tip of the first fiber was noted to come off. The fiber was exchanged for a second fiber which was noted to have a broken tip. It is unknown how the case was completed. No patient and user complications were reported due to this event.